Event description:
Boston scientific received information that this right ventricular (rv) lead was implanted and exhibited normal measurements. During the following night, loss of capture was observed, and it was confirmed during a follow-up. This lead was explanted and replaced. Upon explant, it showed a break between the proximal and distal ends, and it was kinked 60 degrees. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead will be returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead tip was confirmed to be bent. Electrically, the lead was within specifications.